Event description:
As the surgeon prepared to use the dermatome grafter on the patient's left posterior thigh, he changed the guard from a 2 inch to a 3 inch. He reassembled the dermatome and then continued to obtain the graft. A full thickness graft was removed from the patient's left posterior thigh in error. The surgeon reassessed the dermatome and noted that the blade was actually inserted upside down, thus causing the full thickness graft. The full thickness graft was sutured back in place to the posterior thigh.

Event description:
As the surgeon prepared to use the dermatome grafter on the patient's left posterior thigh, he changed the guard from a 2 inch to a 3 inch. He reassembled the dermatome and then continued to obtain the graft. A full thickness graft was removed from the patient's left posterior thigh in error. The surgeon reassessed the dermatome and noted that the blade was actually inserted upside down, thus causing the full thickness graft. The full thickness graft was sutured back in place to the posterior thigh.